Event description:
During a revision to address a periprosthetic fracture more than eight (8) years after implantation, it was also noted that the cup was vertical. (Right hip).

Manufacturer narrative:
This product was not removed during revision. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The acetabular cup reported as vertical was not explanted. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Per the reporting patient x-rays are not available for examination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.